Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced intermittent high blood glucose (bg) levels (600s mg/dl) and the cause was not known. A correction bolus and insulin injections were administered. A pump system check was performed and no device issues were identified. The customer did not remove the infusion set site for inspection. During the time of the report, the bg level was lowering.